Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024, in order to undergo a skin revision surgery to remove the excess skin. The patient was also treated with topical antibiotics (specific duration not reported).